Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to the event. It was noted that the implantable neurostimulator (ins) was removed in 2008.

Manufacturer narrative:
(B) (4).